Event description:
We received a report that during the implantation of an ar40e00025 in the patient's right eye, the surgeon noted the haptic was crimped. The lens was fully implanted but the surgeon ''didn't like the way it looked'' because of the crimped haptic, enlarged the incision, cut the iol in half and removed it. The reporter indicated the haptic was probably damaged while loading it into the cartridge. A new iol of same model and power was subsequently implanted without complication.

Manufacturer narrative:
Date of event: (B)(6) 2014. Implant date: if implanted, give date: (B)(6) 2014. Explant date: if explanted, give date: (B)(6) 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection under microscope magnification s revealed surface residuals (particles and fibers) on the lens that could be related to the handling of it in a non-sterile environment. The returned lens was cut in two pieces; that could be related to the handling of the unit during the removal and replacement process. Also, one of the haptic was observed distorted that could be related to the handling of the lens during the insertion process. As specified in the initial report the crimped haptic most likely occurred during loading but was not noticed until after implanted in the eye. Manufacturing records for the emerald unfolder cartridge were reviewed. All process operations were reviewed and found to be within specifications. No process and/or material changes noted. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder .

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. Manufacturing records for the cartridge, serial number (B)(4), were within specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.